Event description:
It was reported that the procedure was a cross over approach to treat an occluded popliteal artery with severe calcification and no tortuosity. The vessel diameter was 5mm and atherectomy was not used. The vessel was prepared using a 5x120 balloon with 3 minute dilatation at a nominal pressure of 8 atmospheres (atms) and no major stenosis after. The supera self-expanding stent system was advanced to the target lesion, however, the thumbslide was advancing without activating the launcher and therefore was not deploying the stent. The sheath was at the end of the external iliac artery, 25 cm, during deployment. The deployment lock was unlocked and the thumb slide was advanced to the most distal position on the handle. Strong force had to be applied on the thumbslide for the system to work and the stent was released without consequences for the patient. The stent was deployed without malposition. There was no compression or elongation of the stent. The delivery system was removed under fluoroscopy. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the severely calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported physical resistance / sticking thumbslide and the reported difficult/delayed activation deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.